Event description:
This rv lead was implanted on (B)(6) 1992 and remains implanted at this time. A product experience report received on march 11, 2017 stated that during routine check at the clinic noise was noted on this lead but was undersensed. With impedance measurements that loomed around 250 ohms. Isometric testing was done and noise could be reproduced. The physician was dr. (B)(6) at (B)(6) hospital, australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).